Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining higher than expected gi monitor results above the normal reference range for four patients generated by the unicel dxi 800 access immunoassay system. Subsequent testing was repeated for all four patients and all results were in normal range. The original erroneous results were reported outside the laboratory, but amended by the repeated results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and performed a routine system check which passed within instrument specifications. The fse did not note any hardware issues which could have contributed to this event. A definitive root cause has not been determined to date for this event.